Event description:
It was reported that a ez45b was used during a video assisted thoracic surgery. It was reported by the affiliate that the instrument was difficult to close the stapler upon first firing. After closure, which was difficult, the firing cycle was completed. No staples were formed and no knife cut. Procedure completed with a new instrument without problems. Patient received additional medication and a blood transfusion.